Event description:
Intravenous catheter break reported. Received report from abbott international affiliate, abbott spain, that "a 60 year old male was hospitalized due to uretheral obstruction. An abbocath was placed in the forearm and 14 hours after, the nurse realized that the catheter had detached from the cone. The piece of the device was extracted by a cardiovascular surgeon. The patient did not suffer any untoward consequence.